Event description:
A peritoneal dialysis (pd) patient reported a screen brightness problem during power up of the cycler. The screen was dim. The patient was not able to see where to press for input of settings. The patient rebooted the cycler, but the screen remained dim. The patient was advised to discontinue use of this cycler and informed that the cycler would be replaced due to screen brightness problem. There was no reported patient harm, adverse event, or medical intervention. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. Functional display test failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed, and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the inverter board.